Event description:
It was reported that cardiosave hybrid, type b plug intra-aortic balloon pump (iabp) was shut off during transport and wouldn't come back on. No harm or injury to the patient was reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields - b4, d3, d9, e1 (telephone), e3, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. Corrected fields - b5. The customer contacted the receiving unit and they were able to meet them with their own balloon pump. It was stated that the issue was not reproduced or did not reoccur. Customer did not provide a purchase order (po) for the repair. Unit was not cleared for use on patients and customer was informed not to put it back in use until repair was completed. If a po is generated the investigation would be reopened and updated.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) was shut off and couldn't be turned on. The issue occurred during use while transporting the patient to the hospital. There was no injury reported.